Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Initial reporter phone #: unknown. Investigation summary: lot#8184310 DHR was reviewed and no qn found. Manufacture records were reviewed, no abnormal was found. Pen needle product has 100% clog test in flowguru station, and defect part will be rejected by flowguru station automatically. Clog and np gap test was conducted on 7pcs retention samples and all no needle clog or np gap fail found. No returned samples or actual defect samples for investigation, so we can¿t performing in-depth investigation. Base on investigation above, the certain cause cannot be concluded at the moment. However, we will keep monitor on similar issue from filed and trending regularly.

Event description:
It was reported that medication did not flow during injection with a bd ultra-fine¿ pen needle. The following information was provided by the initial reporter, translated from (B)(6) to english: customer feedbacked that the illness history was for 10 years, five times a day for injection, it found that no fluid flowed from needle (needle blocked) and occurred twice of this phenomenon before this year, products were not repeated use, customer didn't check whether joint was bent or not (they couldn't see because customer was aged people), the first time was in (B)(6) 2019, the second time was in (B)(6) 2019, it never happened before.